Event description:
It was reported by dealer that the pilot valve and o ring are not switching on the (B)(4) concentrator. Dealer advised no alarm function, need to replace on off power switch. Dealer advised unit has 7700 hours.

Manufacturer narrative:
Follow up will be filed if additional information is received.